Event description:
Product was returned as implant failure at 11 months. Based on the report, pt had no medical history, oral hygiene was described as moderate, and bone condition was described as poor. Surgery was 1 stage on tooth location #18. Doctor indicated that the implant was removed because of poor bone condition.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Pt's medical history such as tobacco use and bone condition may have contributed to the implant failure.